Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31572874l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an radiofrequency ablation with a qdot micro¿ catheter, the patient experienced cardiac tamponade treated with drainage. It was reported that the patient experienced cardiac tamponade treated with drainage. The blood pressure recovered, and the patient returned to the ward. The physician assessment of the health problem was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was that there was no relationship between the event and the products. The physician considered that anatomical factors significantly contributed to the event. No extended hospitalization was noted. Cf (contact force) monitoring methods used were dashboard and vector. Coloring setting for visitag was tag index. Additional filter for visitag used was impedance drop. No abnormalities observed prior/during use of the products. When the qdot micro catheter (lot#31560002l) was inserted into the cardiac cavity, error 106 was displayed. The issue was not resolved by re-connecting the catheter and the cable nor by replacing the cable. The issue was resolved by replacing the catheter with another new qdot (lot 31572874l). The information received indicated that the outcome of the adverse event was improved. The delivered energy was rf for each group of performed ablations. No evidence of steam pop. The patient did not require cardiac surgery. No issues with flow rate change at the start of ablation, and no error messages observed on biosense webster equipment during the procedure. This report is for the replacement qdot (31572874l).

Manufacturer narrative:
On 6-oct-2025, bwi received additional information regarding the event. The outcome of the adverse event was improved. The procedural act (activated clotting time) was 300-400 seconds. One catheter exchange occurred during the procedure. One transseptal puncture site was performed during the procedure with a rf (radiofrequency) needle. The energy delivered was rf. No evidence of steam pop. The flow setting for irrigated catheter used in the event was 2ml. During ablation: 4ml15ml. The patient did not require cardiac surgery. The correct catheter settings were selected on the ngen generator. No issues with flow rate change were noted at the start of ablation. No error messages were observed on biosense webster equipment during the procedure as well. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).